Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer's representative (rep) reported that there were shorts on electrodes 0, 5, 8, 13. The rep noted that there were no factors that could have contributed to the issue. The current programs were programmed around the shorted electrodes.